Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced skin flap breakdown and device extrusion. The recipient underwent flap revision surgery on (B)(6) 2017. The recipient was hospitalized in (B)(6) 2017. The recipient's device was explanted.

Manufacturer narrative:
The recipient's site has reportedly healed. The recipient will be reimplanted at a later date. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The residual gas analysis revealed nitrogen levels above the test limit indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.